Event description:
The aim of the article was to evaluate the short and mid term results of the effectiveness of laser cut (cns) and interwoven nitinol stents (ins) in the revascularization of long femoropopliteal occlusions. In group 1 (ins), supera stent was implanted in the recanalized segment. In group 2 (cns), stenting ¬was performed using the absolute pro ll¿ stent. A subgroup analysis was also performed in patients with stent implantation¬ above and below the knee joint line to evaluate primary and secondary endpoints. Adverse events related to both devices includes: stent thrombosis, reocclusion, restenosis, major amputations, minor amputations, reintervention, hospitalization, and death. Details are listed in the attached article, titled " effectiveness of laser-cut and interwoven nitinol stents in the revascularization of long femoropopliteal occlusions. Early and mid-term results.¿ no additional information was provided. Implant date estimated as (B)(6) 2012. Date of event estimated as 1/01/2014.

Manufacturer narrative:
Literature: article, titled "effectiveness of laser-cut and interwoven nitinol stents in the revascularization of long femoropopliteal occlusions. Early and mid-term results". B3 - date of event estimated as 1/1/2014 d6a: date of implant estimated as (B)(6) 2014. D4: the UDI number is not known as the part and lot number were not provided. The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The reported patient effects of stenosis, obstruction/occlusion , and thrombosis are listed in the supera peripheral stent systems instructions for use as potential adverse effects of peripheral percutaneous intervention. A conclusive cause for the reported stenosis, obstruction/occlusion, and thrombosis and the relationship to the product, if any, cannot be determined. The treatments appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional patient effect of death reported in the article is captured under a separate medwatch report.